Event description:
It was reported to boston scientific corporation in 2008 that an autotome rx sphincterotome was used during an endoscopic sphincterotomy (est) procedure three days prior. ( patient age, gender and weight unknown) according to the complaint, when it was attempted to backload a guidewire from the tip of this device, it was noticed that the tip of the autotome was deformed. The case was completed with a different device. (Product and manufacturer unknown) no patient complications were reported as a result of this event.

Manufacturer narrative:
Visual evaluation revealed that the working length was twisted/ bent, the distal tip was twisted and the exposed cutting wire was slightly bent. Customer complaint confirmed. The tip of the device had no cracks/ splits.